Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the pump failed functional testing. The faulty air detector was found to be the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with an air in line error. There were no reported adverse events.

Event description:
Additional information was received indicating that there was no patient involvement.